Manufacturer narrative:
A follw-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the touchscreen was unresponsive. There was no patient involvement.

Manufacturer narrative:
Date of report: 09/22/2018. Date of manufacturer: 06/08/2018. Received information that the unit was a rental unit and was swapped with another rental unit. The customer reported that the unit was removed from service. Therefore, the reported condition cannot be verified.